Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was suspected damage to the right ventricular (rv) lead during a device replacement procedure. The rv lead exhibited unstable and low impedance when connected to the cardiac resynchronization therapy defibrillator (crt-d). A connection issue was suspected. An attempt to reinsert the lead pin and clean the device connector was performed as it was suspected there was blood in the connector but the issues persisted. It was noted that replacement of the rv lead was not possible due to occlusion. Reconnecting the rv lead to the crt-d continued to display low impedance measurements. The crt-d was replaced and the rv lead remains in use.

Event description:
It was reported that there was suspected damage to the right ventricular (rv) lead during a device replacement procedure. The rv lead exhibited unstable and low impedance when connected to the cardiac resynchronization therapy defibrillator (crt-d). A connection issue was suspected. An attempt to reinsert the lead pin and clean the device connector was performed as it was suspected there was blood in the connector but the issues persisted. It was noted that replacement of the rv lead was not possible due to occlusion. Reconnecting the rv lead to the crt-d continued to display low impedance measurements. The crt-d was replaced and the rv lead remains in use. No further patient complications have been reported as a result of this event. It was additionally reported that impedance measurements showed little variation and would stabilize when connected to the old crt-d or the analyzer. Even after replacing the attempted device, fluctuating impedance was noted. The physician believed this was procedure-related as impedance data prior to the procedure was stable. Many impedance measurements were taken during the patient's pre-discharge check and no abnormality in impedance was noted. The patient was discharged and is to be followed remotely.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.